Event description:
Per complaint (B)(4), it was observed that patient experienced lack of primary stability of implant.

Manufacturer narrative:
Follow-up submitted to report device evaluation. Exemption # e2012017. Report late due to asr to individual reporting transition.